Manufacturer narrative:
We are waiting for additional information from the distributor.

Event description:
The laser system has the following problem: "unable to obtain a flow about 3.7 ipm. Flow rate intermittently drops to 0.0 ipm."